Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted. It was further reported cardiac compass has invalid data. The right atrial (ra) lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.